Event description:
It was reported that a centrimag system had dropped to zero a couple of times. It was removed from use.

Manufacturer narrative:
No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The system had dropped to zero a total of three times. It was noted that this happened in preparation for transport. The patient had fluctuations in hemodynamics and oxygenation but tolerated the equipment exchange. The centrimag console and motor were exchanged. It was noted that the patient was on extracorporeal membrane oxygenation (ECMO) support via the centrimag system during the event.

Manufacturer narrative:
Section b1 and b2: corrected. Section d9: corrected. Section h1: report type corrected. Manufacturer's investigation conclusion: the centrimag console was returned for evaluation due to the reported event of the centrimag system unexpectedly stopping. The cause of the event was isolated to an issue with the centrimag motor and has been addressed via the motor¿s investigation, MFR # 3003306248-2024-02779. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. The serviced and tested console was returned to the customer site after passing all tests per procedure, and the root cause of the reported event was not correlated to an issue with the centrimag console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.